Event description:
A pt reported blood glucose results of 150 mg/dl with a lifescan meter and 188 mg/dl on a laboratory device, performed within 20 minutes of each other. Between the tests there were no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The test strips were in good condition, codes matches, and the testing technique was correct. The meter is being replaced for the pt.